Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the t-handle jammed with the extraction screw and the tip of the extraction screw broke off. The broken fragment was retrieved. No additional information is available at this time. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment. Manufacturing documents were reviewed and no complaint related issues were found. The raw material papers were reviewed and met specifications. The fracture surface is homogenous which indicates material conformity. An exact cause for this complaint can not be determined. A manufacturing related condition can be excluded.